Event description:
The patient reported that his infusion device continued to beep and displayed a 2.21 on the display screen at 2 o'clock in the morning. The patient stated that the infusion device power pack was about 2 weeks old. The patient's blood glucose was not affected with this incident and he was able to get his infusion device working properly by inserting a new power pack. The patient also reported that about one month ago he was using a power pack from the same lot when the power pack caused his infusion device to shut down without warning. The patient stated that this power pack was right at 2 weeks old. The patient's blood glucose did elevate to 221 mg/dl. The patient stated that he placed a new power pack in his infusion device and bolused accordingly to bring his blood glucose down. The patient's target blood glucose range is 79 to 100 mg/dl. The patient reported no symptoms with his elevated blood glucose. The patient did not report assistance by a healthcare professional or second party to address the issue. The patient discarded the product; therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.